Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock due to over-sensed artifacts. The physician elected to surgically explant and replace the electrode to resolve the event, and no additional adverse patient effects were reported. During the explant procedure, it was observed that the electrode had not been tied down to the suture sleeve. Instead, it was tied down on the body of the lead. This electrode is expected to be returned for analysis but has not yet been received

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock due to over-sensed artifacts. The physician elected to surgically explant and replace the electrode to resolve the event, and no additional adverse patient effects were reported. This electrode is expected to be returned for analysis, but has not yet been received.